Event description:
Reporter stated that, after firing, the lancet protrudes beyond the end- cap of the softclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.